Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous and heavily calcified lesion in the proximal left anterior descending coronary artery. A 3.0x18 mm alpine otw stent delivery system (sds) could not cross the lesion due to the patient anatomy. Resistance was felt during removal of the sds due to the patient anatomy. The sds was removed and it was noted the stent struts were flared. A new same size alpine otw sds was used to successfully cross the lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.